Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had a higher heart rate than normally programmed from their device. Follow up was attempted but not successful. The patient was advised to contact their physician. No patient complications have been reported as a result of this event.